Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure a system message displayed and the lighting function was not available. The system was rebooted, but still did not function as intended. The case was interrupted. Additional information was received indicating the procedure was not aborted as initially reported, but was able to be completed. This report represents the 5th reported patient.